Event description:
Physician reported left side intracapsular rupture, pain and MRI identified siliconed liquid periprosthetic finding. Device remains implanted.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture, pain and MRI identified silicone liquid periprosthetic finding.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, g1, h6.

Event description:
Device has been explanted and replaced.

Event description:
Physician reported left side intracapsular rupture, pain and MRI identified siliconed liquid periprosthetic finding. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified. Observed rupture on the device.

Event description:
Physician reported left side intracapsular rupture, pain and MRI identified siliconed liquid periprosthetic finding. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.